Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the replaced high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. During failure analysis conducted by the original equipment manufacturer (OEM), evaluation of the returned hrsv monitor identified a defective main board. This confirms the customer reported event. After replacement of this component, the hrsv was further tested and passed all testing. The hrsv was restored to OEM specification.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) from the surgeon console (sc) involved with this complaint; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user observed no video on the right high resolution stereo viewer (hrsv) eye of the surgeon console (sc). The customer received phone assistance from the technical support engineer (tse). Troubleshooting was performed by reseating the endoscope and performing a system power cycle; however, this did not resolve the issue. The user was instructed to use another surgeon console to continue with the procedure. The user was able to view the image on both high resolution stereo viewer (hrsv) eye. No further issue reported. No known impact or patient consequence was reported. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The replaced surgeon console was tested and the reported issue was reproduced where a faulty hrsv was identified. After replacement of the hrsv, the surgeon console was further tested and verified as ready for use.